Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would not charge during sync. The device was in use on a patient.

Event description:
The customer stated that the device would not charge during a synchronized cardioversion attempt. There was no harm to the involved patient.